Event description:
It was reported by the stryker service tech, that the customer alleged that the fowler would not lower or raise. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Fowler, gas spring trip.